Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis of cardiac arrhythmia procedure, and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down and was unable to perform fluoroscopy. Review of the system log file confirmed the malfunctioning of image processing pc(ippc) error. The customer tried to restart but did not fix the issue. Upon inspection, the fse determined that the issue was occurring due to defect in the ippc and there was no space in hard disk. The fse replaced the ippc and hard disk. After replacement of the ippc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system went down and could not perform a fluoroscopy as there was no dick space to delete the examination. A patient was on the table at the time that this issue was noted. A system reboot was attempted, and no improvement was noted. Clarity iq and hard disk spare part components were replaced to return the system back to functionality. Philips has started an investigation of the complaint.